Event description:
It was reported that the patient passed away on (B)(6) 2017. There were no device or therapy issues that contributed to the death. An autopsy was not done.

Manufacturer narrative:
A direct correlation between heartmate (hm) ii left ventricle assist system (lvas), serial number (B)(4), and the patient's outcome could not be conclusively determined through this evaluation. It was reported that (B)(4) was not returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. Although no device related issues were reported, the heartmate ii instructions for use (IFU) lists potential adverse events that may be associated with the use of the heartmate ii lvas. The manufacturer is closing the file on this event.